Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas c 303 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a sodium value of 150 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 140 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer determined the vacuum nozzle was not aspirating properly, so it was replaced. A sample probe was found bent and it was replaced. An ise check was performed and was acceptable. The instrument was decontaminated. The investigation determined the service actions resolved the issue.